Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that on distal rows 1 to 7 the stent struts were deformed and stretched distally over the distal marker band. The undamaged proximal crimped stent od (outer diameter) was measured and is within maximum crimped stent specification. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2017. It was reported that crossing difficulties were encountered.   Vascular access was obtained via the femoral artery. The 90% stenosed, 12x2.25mm, eccentric target lesion containing a lesion bend of between >45 and <90 degrees bend was located in the severely tortuous and moderately calcified distal left anterior descending (lad) artery. After a 6f guide catheter was advanced, a 0.014 guide wire crossed the lesion. Pre-dilation was performed using a 1.5x10mm balloon catheter at 12 atmospheres. Subsequently, a 2.25x12mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, returned device analysis revealed stent damage.